Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a shock while cycling and fell, hitting his face which required subsequent hospitalization for maxillofacial surgery. Manipulation of the device pocket and the associated electrode did no elicit any noise. The vector was changed from primary to secondary and episode review was requested as the physician suspected the fall was due to the shock. The data was collected and sent to technical services (ts) for review. The initial data that was sent was not complete; however, an atrial fibrillation (af) event and the delivered therapy showed oversensing of myopotentials. Additionally, r-wave had decreased and were below 0.5mv in primary vector. A follow up was performed. The patient presented for a follow up visit and troubleshooting techniques were discussed in addition to following this patient via remote monitoring. Full data review was subsequently performed and stable impedance was confirmed in addition to the counters being within normal range. The device was reprogrammed to secondary vector 2x, and r-waves were 1.0mv. The system remains in service and no additional adverse patient effects were reported.